Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with [unspecified] juvéderm® volift¿ to lip area. Forty-five days post injection, patient returned to the hcp with hardness. There was no visual problem or temperature change, when physician drained the area where they felt hardness, pus was discharged. Hcp started the patient antibiotics and steroid treatment. Hcp later reported the patient has no history of infection that could cause the inflammation. Symptoms on going.